Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.

Event description:
During a patient stress test, the customer reported that an AED was applied to the patient as a precautionary measure while awaiting emergency medical services. The customer further reported that the AED battery pack would not remain latched in the device. No patient injury was reported. The patient survived and was transported to the hospital.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position.